Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device had minor scratches on lcd window, cracked belt clip slot and battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated, he was at the beach and the device might have gotten wet. Blood glucose value was 193 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.